Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a heater bag disconnecting without falling was reported and is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill three of three of peritoneal dialysis therapy. During troubleshooting, the patient stated that the heater bag had become disconnected. The technical service representative assisted the patient in clearing the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.